Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was reported that the battery cap was not loosed or damaged. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.